Manufacturer narrative:
Analysis confirmed the customer comment that the generator would turn on for a short period of time and suddenly shut down but could not confirm the customer comment of intermittent pacing. It was additionally noted that the white display wire was pinched and its wire exposed, the upper case gasket was damaged, one case screw was contaminated and the plugs were damaged. The main printed circuit board was to be replaced as a preventive measure, it was noted that the generator needed the new battery shorting bar design, it was recalibrated and functionally tested, all found defective parts were replaced and all other identified issues were resolved and the battery shorting bar was updated so that it will be compatible with referenced batteries. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would not start after only a few uses. The epg would turn on and display for a short period of time and then it would suddenly shutdown, suspected to be caused by a printed circuit board (pcb) issue. The epg was also pacing intermittently, suspected to be caused by a battery compartment issue. The epg was returned for service. No patient complications have been reported as a result of this event. It was additionally noted that the issue seemed to occur when a specific type of battery was used.